Event description:
A consumer reported she experienced ocular burning, pain, swelling and she could not open her eyes or see after using this product. She stated she used product for the first time the previous day. She visited an emergency room where she was diagnosed with "chemical burns" and treated with medications (not specified), per consumer. Two days after onset of symptoms, she reported her eyes felt better. In 2008, the consumer stated she visited her physician again and her eyes are all right.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history could not be reviewed because reporter has not provided lot number or any identification traceable to the manufacturing documentation. Additional information was requested from consumer on 12/15/2007, 12/17/2007, 12/18/2007, 01/08/2008, and 01/09/2008. Information was provided by consumer on 12/15/2007, 12/17/2007, and 01/09/2008.